Event description:
An article in the journal of thoracic and cardiovascular surgery gave a retrospective review of pts who underwent thoracic endovascular repair on complicated chronic distal aortic dissections between 2000 and 2007. Thirty-two pts out of a total of 76 were treated with gore tag thoracic endoprostheses. The article described a pt treated with a gore tag thoracic endoprosthesis for a chronic distal aortic dissection who underwent stent-graft angioplasty on post-operative day 123 after presenting with stent-graft and true lumen collapse. It was reported that "inadequate apposition along the lesser curvature is a likely culprit in other complications in this series, such as the pt who had a type I endoleak and eventually had graft collapse of a tag device."

Manufacturer narrative:
An attempt to acquire info required for this form was made by gore: the physician reported that the requested info will not be provided.